Manufacturer narrative:
This report is for an unknown fns antirotation screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with a femoral neck system (fns) three (3) months ago. Postoperatively there was a failure of fns implants. The specifics of the failure are unknown. No further information provided. This report is for one (1) unknown fns antirotation screw. This is report 3 of 4 for complaint (B)(4).